Event description:
Caller reported a cartridge alarm 20, which did not adversely impact the customer¿s blood glucose level. The customer had previously reported similar issues, and technical support decided to replace the pump. The pump was within warranty, and the customer was informed about the shipment of a replacement pump with updated software. In preparation for the exchange, comprehensive instructions were provided, including storing the pump, programming new settings, and connecting the continuous glucose monitor to the replacement device. Customer reverted to an alternative method of insulin therapy.